Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported three days post implant that the patient was being followed because there was a hematoma and it was swelling. The hematoma and antibacterial absorbable envelope were removed. There was no sign of infection at that time. A new antibacterial absorbable envelope was implanted and the cardiac resynchronization therapy defibrillator (crt-d) system remained in use. Then approximately seven weeks later the patient developed an infection which tested positive for propionibacterium and sepsis was identified as staphylococcus aureus. The antibacterial absorbable envelope and crt-d system were removed, and the patient was treated with antibiotics. No further patient complications have been reported as a result of this event.